Event description:
The customer stated that one patient sample generated a falsely elevated result for the architect ca19-9xr assay. A result of 2182.57 u/ml was suspected and was repeated at 519.26 u/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did not identify atypical complaint activity related to this issue. Accuracy testing was completed using retained kits of reagent lot 29132m500. Acceptance criteria were met, which indicated acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lots performed per specification. No malfunction was identified as the issue was observed for one patient sample which followed by a retest and a lower result was generated.